Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for roche elecsys troponin t hs (high sensitive) - tnths on an e601 analyzer. The results from the two samples were said to be unexpectedly high and did not match the patient's clinical picture. There were no abnormalities seen with the patient. The patient's state, EKG, echocardiogram (with normal results), clinical history, and examination all spoke against a heart attack or other heart disease. On (B)(6) 2016, the first sample from the patient was tested for tnths due to a borderline ck-mb result. The tnths result from this sample was 157.0 pg/ml. On (B)(6) 2016, the second sample from the patient had a tnths result of 170.0 pg/ml. The erroneous results were not reported outside of the laboratory. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). One sample from the patient was provided for investigation and during investigations, the customer's results could be reproduced. No reagent specific issue could be identified.

Manufacturer narrative:
Based on serum fractionation studies of the provided patient sample, the measured tnths value in the sample is considered to be a true positive value. No interference was detected in the sample. The origin of the troponin t in the sample must be answered from a clinical point of view.